Manufacturer narrative:
H6. Investigation: one sample of infusion set model 2426-0500, lot 20053462 was submitted for quality investigation. The customer's complaint that the spike snapped inside the bag was verified by visual inspection. Visual inspection of the spike¿s damaged surface observed it was smooth at the break site. The nature of this breakage indicates a brittle fracture. The nature of this breakage indicates a brittle fracture also caused by an external impulse or impact force. The root cause of this issue has been identified as a supplier quality issue. A device history record review for model 2426-0500 lot number 20053462 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of cannula wings breakage with lot #20053462 regarding item #2426-0500. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv spike was broken. The following information was provided by the initial reporter: material no.: 2426-0500, batch no. 20053462. It was reported that upon spiking the bag, the spike snapped inside the bag resulting in leakage of saline.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv spike was broken. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20053462. It was reported that upon spiking the bag, the spike snapped inside the bag resulting in leakage of saline. Verbatim: (B)(6) 2020 at 1540: bd alaris pump infusion set used to spike saline bag as flush prior to chemotherapy administration. Upon spiking bag, spike snapped inside the bag causing leakage of saline.